Manufacturer narrative:
This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98, and 510k/PMA/bla of k191595. Section a. Patient information: no additional patient information was provided. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer stated architect stat high sensitive troponin-I results were inconsistent for a patient. The patient (30 year old male, with chest pain) generated architect stat high sensitive troponin-I of 831.9 pg/l, but ckmb and ck parameters were both normal. The customer performed peg precipitation test on the sample resulting 28.6 pg/l. The customer reference range is <34.2 pg/l. The patient¿s electrocardiogram (ECG) results were abnormal and the patient was referred to another hospital for treatment. No additional information regarding about subsequent treatment is available. It is unknown if the patient has heterophilic antibodies, hama, rheumatoid factor, or pathologically high protein. The customer stated that due to the clinical feedback that the patient's ECG results show signs of myocardial infarction, they were unable to determine whether the post-precipitation results are consistent with the clinical condition, and the customer cannot judge which result (before or after peg precipitation) is correct. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation of lot 77169ud01 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Ticket trending review for the list number did not identify any related trends. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 77169ud01 is within established limits and comparable to the historical lot performance. Labeling was reviewed and sufficiently addresses the customer¿s issue. Per product labelling, for mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 77169ud01 was identified.

Event description:
The customer stated architect stat high sensitive troponin-I results were inconsistent for a patient. The patient (30 year old male, with chest pain) generated architect stat high sensitive troponin-I of 831.9 pg/l, but ckmb and ck parameters were both normal. The customer performed peg precipitation test on the sample resulting 28.6 pg/l. The customer reference range is <34.2 pg/l. The patient¿s electrocardiogram (ECG) results were abnormal and the patient was referred to another hospital for treatment. No additional information regarding about subsequent treatment is available. It is unknown if the patient has heterophilic antibodies, hama, rheumatoid factor, or pathologically high protein. The customer stated that due to the clinical feedback that the patient's ECG results show signs of myocardial infarction, they were unable to determine whether the post-precipitation results are consistent with the clinical condition, and the customer cannot judge which result (before or after peg precipitation) is correct. No impact to patient management was reported.

Manufacturer narrative:
Section d4 updated: lot updated from unknown to 77169ud01. Expiration date updated and primary UDI number updated. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated architect stat high sensitive troponin-I results were inconsistent for a patient. The patient (30 year old male, with chest pain) generated architect stat high sensitive troponin-I of 831.9 pg/l, but ckmb and ck parameters were both normal. The customer performed peg precipitation test on the sample resulting 28.6 pg/l. The customer reference range is <34.2 pg/l. The patient¿s electrocardiogram (ECG) results were abnormal and the patient was referred to another hospital for treatment. No additional information regarding about subsequent treatment is available. It is unknown if the patient has heterophilic antibodies, hama, rheumatoid factor, or pathologically high protein. The customer stated that due to the clinical feedback that the patient's ECG results show signs of myocardial infarction, they were unable to determine whether the post-precipitation results are consistent with the clinical condition, and the customer cannot judge which result (before or after peg precipitation) is correct. No impact to patient management was reported.